Event description:
Per received operative report, the valve sewing ring was too badly damaged to reuse and the valve was explanted and replaced with another edwards pericardial valve.

Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun. Conclusion = device evaluation anticipated but not yet begun. Additional manufacturer narrative: the device history record review results, device evaluation, and edwards' root cause analysis will be reported once completed. The operative report has been requested to obtain surgery details and findings regarding this explant, but has not yet been provided.

Event description:
It was reported that an edwards' bioprosthetic aortic valve was explanted at implant. It was learned that during a minimally invasive aortic valve replacement through a right anterior thoracotomy incision, physician was tying in the valve when two of the pledgetted valve stitches pulled through the valve and aorta. Attempted to repair for 20 minutes without success due to small incision. Then, decision was made to convert procedure to full sternotomy. Valve then required explant and a new valve placed. There has been no information suggesting a device malfunction that may have caused or contributed to this event.

Manufacturer narrative:
Evaluation method = x-ray. Evaluation summary: as received, the valve exhibits minor mechanical damage noted onto the tissue, possibly due to handling at implant or explant. As reported by the surgeon, a cut is noted in the sewing ring; the valve was viewed by edwards r&d, and concluded that no inconsistencies are detected in the valve, yet its explant is more likely associated with the surgical technique. No other inconsistencies detected as the leaflets are intact and flexible and the wireform is intact. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The investigation indicates it is highly unlikely that a device manufacturing quality deficiency may have caused or contributed to this event; it is more likely that this event is related to the surgical technique.